Manufacturer narrative:
Continuation of d10: product ID 97755, serial# (B)(6) product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), h3: analysis of the device, model # 97755 intellis recharger (rtm), (B)(6) , revealed complaint unverified. This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was seeing the message "replace controller batteries" and it was taking a long time to charge their ins. There was no visible damage on the recharger and the patient noted that the recharger became warm, but not hot. The controller was 80% charged and the ins was 50% charged. The issue was not resolved. Information was received from a patient's representative (pt rep.) Regarding a patient (pt) who was implanted with an implantable ne urostimulator (ins). The reason for call was pt rep. Said the pt got "replace controller batteries soon" message when they went to charge their implanted neurostimulator(ins) since (B)(6) 2022. During the call, the pt rep. Inspected the recharger antenna cord and plug, and the controller port, but no damage was detected. Pt rep. Mentioned the recharger antenna cord was not heating up abnormally while charging the ins. Pt rep. Initiated a recharging session of the ins with a recharge quality of "excellent." Controller charge was at 70% and ins charge was at 100%. The caller also had a damaged intellis belt (m943899a); belt fabric tore sometime this year, 2022. Pt said they had the belt sewed, but the belt tore again. Pt said belt moves when worn by the pt because the belt was torn. No symptoms were reported. Additional information was received. Caller called stated they received the controller but the door will not close on the controller when the battery pack is inside. A battery door cover was sent out to the patient. No symptoms were reported.